Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). It was noted that "despite dr. (B)(6) recommending a toric icl; she elected an spherical icl. She now wants a toric icl and have -1.00 target in both eyes". There is a planned lens exchange. Lens remains implanted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm micl12.6; -12.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The surgeon advised the patient she needed a toric icl at evaluation; but the patient declared they wanted a spherical lens. After implantation the patient decided she needed a toric icl. On (B)(6) 2022 the lens was exchanged with a same length but toric lens and this resolved the problem. The cause of the event was reported as a patient related factor and the device did not fail to perform as intended. Claim#: (B)(4).